Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported while attempting to change the infusion set cannula, the linkassist plus jammed. Caller stated the cannula then ejected and flew across the room and landed on the floor. No adverse event reported. Requested return of the alleged device for evaluation.